Event description:
An endurant ii stent graft etlw1616c156ej was intended to be implanted during the endovascular procedure of a 57mm aaa. It was reported that etbf3616c145ej was placed in the right main without any issue. Etlw1616c156ej was inserted as a contralateral side rim however the tortuosity between the cia and the terminal aorta was strong, and the delivery system did not expand. The bare portion of the rim was deployed from the delivery system when the force was applied, so it was removed. Luckily, it was handled through the dryseal, so there was no damage to the access vessel. The guidewire was changed to lunderquist, the device was also changed to etlw1616c124ej, and when a second attempt was made, it passed through without any problems and the procedure was completed. Per the physician the cause of the event was anatomy related due to advanced tortuosity. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary the reported deployment difficulty could not be assessed from the single pre-implant image provided. Procedural angiograms showing deployment attempts were not available for a thorough evaluation of the event. However, the tortuosity of the common iliac artery, reported to have been a factor in the event, was evident on the image. Device evaluation summary one (1) image of the front end was received showing the first proximal stent ring partially exposed and expanded. The reported deployment/expansion issue was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.